Event description:
It was reported, patient informed staff that PICC was leaking and his clothes felt wet. PICC site checked and visibly leaking. No pain/swelling noted. Infusion stopped. Nurse in charge informed. PICC removed and fracture noted to PICC. Delayed patient treatment. A new PICC will be required. Exit site marking 3cm, secured with a secureacath, inserted in the basilic and trimmed to 43cm. IV antibiotic therapy being administered when incident occurred. Device used for IV therapy and blood sampling. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed just distal of the 8 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.